Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicted that there was no patient involvement in the reported malfunction.